Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. (B)(4). Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. If in your possession, may we have a copy of your operative report? Does ethicon have your permission to contact your surgeon, in the event ethicon would like to contact your surgeon for more clinical information to be used for a product quality complaint investigation? If so, please provide your surgeon¿s name, contact information and sign release of medical information form attached.

Event description:
It was reported that a patient underwent an inguinal and umbilical hernia repair on an unknown date in 2011 and the mesh was implanted. It was reported that on (B)(6) 2021, the patient had emergency surgery for an intestinal wall perforation that led to bleeding. It was also reported that the device was replaced and the patient is now doing fine. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Is being retracted since it was found to be a duplicate of MFR# 2210968-2022-00113. MFR# 2210968-2022-00113 will be kept for investigation purposes. H6.